Event description:
Report received from the (B)(6) stating that the device needed service. It was found to have a non-functioning locking mechanism. It is unk if this event occurred during surgery, it is unk if there was patient/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).